Event description:
It was reported that on (B)(6) 2025, a mitraclip xtw was implanted successfully. On (B)(6) 2025, the patient returned for a re-do mitraclip procedure due to recurrent mitral regurgitation grade 3-4. The original xtw clip remained stable on both leaflets and no tissue damage was observed. An additional mitraclip was implanted, reducing mr to grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to patient conditions. Mr is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip xtw was implanted successfully. On (B)(6) 2025, the patient returned for a re-do mitraclip procedure due to recurrent mitral regurgitation grade 3-4. The original xtw clip remained stable on both leaflets and no tissue damage was observed. An additional mitraclip was implanted, reducing mr to grade 1.